Event description:
(B)(4). My essure procedure was covered by (B)(6), and was placed on (B)(6) 2012. The procedure was extremely painful, as was the hsg confirmation test, and both were followed by severe cramping for several days. I was healthy when I got essure. Since then, I have developed many health problems, most of which have not been officially diagnosed because I no longer have health insurance, and can't afford testing. My diagnosed problems are psoriatic arthritis, psoriasis, severe persistent asthma, bursitis, varicose vein in leg (with complications), gerd, depression. Symptoms that I have not been able to get diagnosed for include the following: irregular, painful, heavy periods with clotting, heavy discharge , painful ovulation, severe daily bloating (painful, and not helped by diet change), daily, severe digestive problems (colonoscopy recommended), cyst-like acne on face, neck, and behind my ears, sharp pelvic/abdominal pains, pain during intercourse, decreased libido, swelling in legs, feet and ankles, cramping and pain in legs and feet, memory problems (forgetting words or what I'm doing), back and neck pain, extreme response to allergens, skin rashes and itching, bad taste in mouth, anxiety, panic attacks, mood swings/irritability, breaking teeth, frequent urination, dizzy spells, heart flutters, headaches, extreme weight fluctuations without diet/exercise change, blood labs indicate possible problems with thyroid, liver, and kidneys. Before essure, I took no medication. Since essure, I have been prescribed six daily medications, steroid shots, short-term oral steroids, and multiple rounds of strong antibiotics (for lung infections). I also have to take a daily allergy medication, large doses of certain vitamins, and additional supplements. Even with all of this, I struggle every day with my symptoms.